Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-15436. It was reported the pt's stimulation had diminished and she eventually was unable to feel stimulation. The pt was reprogrammed and pt is receiving stimulation in her stomach. X-rays were taken and indicated no lead migration. The pt is to meet with the sjm representative as the next course of action.